Manufacturer narrative:
A getinge field service (fse) evaluated the unit for the reported malfunction. The fse replaced the damaged o-ring. Functional tests were carried out.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement.